Event description:
A surgeon reports that a 20.5d intraocular lens (iol) was exchanged for a 21.5d lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested 07/20/2009 and 07/28/2009 by mail, fax and phone. A completed questionaire has not been received.